Event description:
Dbss failed by allowing an incorrect blood component other than the product requested to be issued and transfused. In this event, the physician ordered 10 units of cryoprecipitate. The lab technician processed the transfusion request and initiated the component conversion process (thawing) of 2 pooled units (1 pooled unit is 5 single units) but commented on the "fatness" of the units, and was told that pools of 5 units would be "fatter" than single units. The units were actually cryo-reduced plasma. Units were set up, issued and transfused without the lab technician or transfusing nurse noticing that the units issued were not the requested product. According ot the transfusion request form, the patient did not experience a transfusion reaction.